Event description:
Pt admitted (B)(6) to undergo ICD revision with rt vent pacing lead and ICD. Leads removed for inadequate r waves and oversensing t waves resulting in appropriate shocks. New ICD placed.